Manufacturer narrative:
The deltaplush microcoil system was returned. The unidentified microcatheter and the rotating hemostatic valve (rhv) were not returned. As observed through the returned packaging, the following unreported damage was found: the coil was returned unsheathed and damaged, the resheathing tool was returned severed into two pieces, and the core wire was severely kinked 30.0 centimeters off the proximal end. The exact circumstances of how and when all the unreported damage occurred cannot be determined. The resheathing tool¿s fracture is ductile in nature requiring external force. No material defects were found. The coil¿s socket ring has been bent distally approximately 90 degrees. The coil has severe buckling and stretching damage intermittently along the entire coil. Located on the top proximal end of the resheathing tool in the open cutout section, the v notch has been fractured with a portion of the sheath still protruding outside the distal opening of the fracture. The locking mechanism has compression and stretching damage. Located adjacent, but distal to the resheathing tool from where the tool would be located in the locked position is a confirmed protrusion site of the coil wire would have exited the introducer sheath during an unsheathing difficulty. The no manufacturing defects were found. The complaint of the sheath being found torn during resheathing process and the resheathing difficulty is confirmed. The evidence overwhelming shows that the most likely root cause of the sheath damage and the resheathing difficulty may have occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism caught the inside of the v notch of the resheathing tool and became embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. The sheath also caught the v notches extended edges. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance which may have bent the coil¿s socket ring distally 90 degrees, bent the core wire, severed the resheathing tool, produced a portion of the coil damage found, and caused the core wire and coil to protrude outside the sheath. In this condition the coil cannot be advanced or resheathed. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger, as shown in figure 3¿¿ caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ in addition, without the identification or the return of the unknown microcatheter and the rhv used in the procedure, it cannot be determined if these components contributed to the complaint event. DHR: a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The cause of the unreported damage that the coil was severely buckled and stretched could not be determined. Based on the information and the analysis, the event was confirmed, however procedural factors outlined in the IFU likely contributed to the event. Without return of concomitant products it cannot be determined if those components had any additional contributions to the complaint event. Additionally, review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. UDI: (B)(4).

Event description:
The contact from the facility reported that the reasheathing tool was torn when surgeon tried to resheath the deltaplush coil (cpl10015330/c24013.) There was no reported patient impact associated with this complaint. At the time of initial contact the device was available for return. Failure analysis of the returned product revealed that the coil was buckled and stretched.